Event description:
It was reported that the lead safety switch had been triggered due to a pacing impedance measurement of 2057 ohms on the right ventricular (rv) channel. Presenting electrograms (egm) showed the device was operating as programmed. Baseline noise was noted on the rv egm, not sensed by the device. Oversensing resulted in pacing inhibition which was noted on a stored right ventricular automatic threshold (rvat) egm. It was confirmed that intrinsic av conduction occurred. Further evaluation of the rv lead was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.